Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 06dec2020.

Event description:
The customer reported an espirit/v200 ventilator experiencing a touchscreen malfunction. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.

Manufacturer narrative:
G4:05mar2021. B4:10mar2021. The espirit/v200 ventilator experiencing a touchscreen malfunction was found during daily routine check-up. The device was evaluated by the field service engineer (fse) who confirmed the issue. There was no delay to patient therapy. The fse then replaced the touchscreen to address the issue. The device successfully pass performance specification testing. No other anomalies were reported. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.